Event description:
Allegedly primary bilateral patella resurfacing was done with competitor's metal backed press fit patella. While resurfacing the patellas, it was decided that the insert needed to be revised from a 10mm to 12mm thickness in order to balance the knee better.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.